Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic due to receiving hv therapies. Upon interrogation, it was noted that atp and hv therapies were delivered for svt exceeding the vf cutoff. Clinically resolved by adjusting svt detect criteria.